Manufacturer narrative:
The insulin pump was received with failed battery test alarm after battery change due to corroded battery tube. No blank display noted. The device had cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, and cracked case at display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer mother reported that the patient had a fail battery test on the insulin pump. The customer's blood glucose level was 128 mg/dl. The troubleshooting was performed. The customer mother was advised that the battery compartment was damaged. The patient was advised that the insulin pump need to be replaced. The customer was advised to revert to back-up plan per health care provider instructions.